Manufacturer narrative:
Product complaint # (B)(4). Product complaint # (B)(4). Additional narrative: this report is for an unk reaming rods/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a surgical procedure of reduction of an undisplaced tibial fracture, at the end of the reaming of the intramedullary ossuex canal, the surgeon removed the guide which broken in 4 pieces. 2 pieces inside the canal recovered by the surgeon and 2 pieces which stayed jammed tibial bole. The surgeon was obliged to remove the metal guide then to open the fracture to recover the third piece, and then to use the arthroscopy forceps to get out the fourth piece. Extended procedure time. The opening of the fracture increase the infection risk. Risk of some particles or crumbs from the guide stayed potentially inside the bone canal. Concomitant device reported: unk reamer: trauma (part# unknown; lot# unknown; quantity: 1). Unk extraction instrument (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device unk - reaming rods. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d4 part number, d9. D4 UDI not available. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the medullary tube has broken in multiple fragments. Its necessary x-ray to determinate broken component or fragment remains in patient. No other problems was reported. A dimensional inspection was not performed for the medullary tube due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the medullary tube would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Device history: a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.